Event description:
On (B)(6) 2010, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, it was reported that a type ii endoleak was present. The physician reintervened and attempted to embolize the right iliac lumbar arteries, there was partial success. The pt tolerated the procedure. A computed tomography (date unk) revealed there was still a type ii endoleak present in the right iliac artery. The images revealed aneurysm growth of .4cm of growth (from 5.2 cm to 5.6 cm). Excessive calcification in the aortic arteries is reported. A second reintervention was performed on (B)(6) 2013. The physician implanted an lliac extender endoprosthesis to extend into the right external iliac artery. The right hypogastric artery was intentionally covered. The pt tolerated the procedure.

Manufacturer narrative:
Add'l devices implanted and/or related to this event: pxc201200/8395937 and pxc201400/5267656. The review of the mfg paperwork verified that these lots met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include aneurysm growth and endoleak. Furthermore, users are made aware of the risks associated with type ii endoleaks in IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.